Manufacturer narrative:
(B)(4).

Event description:
Procedure type: esophagectomy. According to the reporter: 1 - 2mm of needle tip broke while in use on the pt. Another needle was used. The pt was x-rayed at the end of operation since it was not sure where the broken tip dropped. The needle tip could not be found. At the doctor's discretion, the incision was closed and the operation was completed. Surgery time was not extended.